Event description:
The customer reported having low blood glucose and the paramedics were called the night before. The blood glucose reading was 48mg/dl. The customer stated that he was able to lower his glucose level while being at home. The customer also stated that he experienced a low blood glucose episode before the call and his glucose reading was 57mg/dl. The customer stated that he treated with food. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.